Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had ketones due to high blood glucose of over 500 mg/dl. It was reported that infusion set would leak causing insulin to leak at site. The customer was treated with manual injection. The insulin pump is not expected to be returned for analysis.